Manufacturer narrative:
We received the following information regarding this complaint: please note that there was nobody injured. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4580, health effect - impact code : 4648. The correct codes for this complaint are: health effect - clinical code: 4582, health effect - impact code : 2199, this is a follow up report to correct this code.

Manufacturer narrative:
Investigation results: no measurement or device errors detected. Housing damaged by mechanical impact, not covered by warranty.

Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi row apex locator was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.